Manufacturer narrative:
A report was received indicating a cypher sds was associated with failure to cross with a secondary failure of luer hub separation noted during failure analysis. No information is available regarding the patient, vessel, lesion or procedure. A 3.00 x 13mm cypher sds was returned due to failure to cross a lesion. There was no patient injury, and it is not known if the procedure was successfully completed with another device. The account states they have no knowledge of a hub separation. The unit was returned for failure analysis. Visual inspection found the stent correctly mounted on the balloon. The hub was completely detached and the inner black body of the cypher was protruding 13cm from proximal end. An unknown .0134" kinked guide wire was inside of the unit. The crossing profile was measured and was found within specification. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based upon the available information, it is not possible to conclusively determine the cause of the events.

Event description:
The product did not cross the target lesion. There was no patient injury. Upon receipt of the returned product, a secondary failure was noted as the luer hub was separated.